Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. The 75% stenosed denovo target lesion was located in the non-calcified and moderately tortuous first diagonal left anterior descending artery (lad). A 3.0x18mm non-bsc stent had been deployed in the target lesion previously. An unspecified balloon was utilized to dilate a side of a stent strut in the main branch of the lad. An atlantis sr pro2 imaging catheter was advanced resistance free to the mid lad and ivus was performed. Then, the atlantis sr pro2 imaging catheter was advanced resistance free to the lad first diagonal and ivus was performed. During withdrawal of the atlantis sr pro2 imaging catheter, it became caught on the distal portion of the implanted stent. The physician was able to pull on the atlantis sr pro2 imaging catheter and release it from the stent without causing any stent damage. After withdrawal, it was noted that the guide wire exit port on the distal end of the atlantis sr pro2 imaging catheter was "lifted up." The procedure was completed with no additional intervention required. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, removal difficulties were encountered. The 75% stenosed denovo target lesion was located in the non-calcified and moderately tortuous first diagonal left anterior descending artery (lad). A 3.0x18mm non-bsc stent had been deployed in the target lesion previously. An unspecified balloon was utilized to dilate a side of a stent strut in the main branch of the lad. An atlantis sr pro2 imaging catheter was advanced resistance free to the mid lad and ivus was performed. Then, the atlantis sr pro2 imaging catheter was advanced resistance free to the lad first diagonal and ivus was performed. During withdrawal of the atlantis sr pro2 imaging catheter, it became caught on the distal portion of the implanted stent. The physician was able to pull on the atlantis sr pro2 imaging catheter and release it from the stent without causing any stent damage. After withdrawal, it was noted that the guide wire exit port on the distal end of the atlantis sr pro2 imaging catheter was "lifted up." The procedure was completed with no additional intervention required. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).